Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw portion of the implant broke upon deployment. The broken implant was replaced and the procedure was successfully completed. The broken implant was retained facility and was not returned.